Manufacturer narrative:
Sharp edges.

Event description:
It was reported by service report that the head end uni-pan was cracked and a sharp edge was exposed. It is unk if there was pt involvement or if there were adverse consequences to report.